Event description:
Additional review determined this event was also reported under MFR. Rep. #3007566237-2012-00345. All future information will be reported under MFR. Rep. #3004209178-2012-00600 (this report).

Manufacturer narrative:
Lead: model 3387s-40, lot# v853900, implanted: 2012 (B)(6), explanted: na. Extension: model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Extension: model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6).

Manufacturer narrative:
Analysis of the extension model 37085-60 (B)(4) found no anomaly. The returned extension was tested while in a 0.9% saline solution and normal impedances were measured on all circuits.

Event description:
It was reported that during an implant procedure when the surgeon attempted to connect the extension and the lead, the screw on the extension was not screwing in correctly. It was noted that there was extension breakage, and the screw was "going in sideways". On an impedance check, high impedances were seen on all electrode pairs with contact #0. The surgeon replaced the extension with a new one and the impedances resolved. There was no patient injury and the patient recovered without sequela.